Manufacturer narrative:
Analysis found that the fuse failed and were defective. The decal was torn and the wave washer was worn. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the patient interface was not working. There was no known patient impact.